Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
E9000 beds raising without any user activation.